Event description:
It was reported the pt had a catheter revision on (B)(6) 2010 due to an unspecified "obstruction." An unk pump study was performed prior to revision. The events leading up to the revision were unclear. The medication being delivered via the device sys was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.